Event description:
Provider reported that the patient has an abscess above the device and patient is concerned that the leads may be compromised. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).